Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not unloaded specific medication from smart remote manager. A technical support specialist (tss) identified that a specific error message encountered during the investigation pointed to a permissions related issue. The tss advised the customer to add medication type to the unload permissions to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to access medication and received the message " "not available: you do not have permission to access one or more items in the storage unit". The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.